Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: h6 component code (change from 525 - tube to 772 - cover). Additional information added to fields: h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, elongation of the bending section cover was caused likely due to stress applied on it. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the cysto-nephro videoscope exhibited sagging of the bending section cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.